Manufacturer narrative:
The returned tibial insert was examined visually. The purpose of this investigation was to determine the cause for the reported component loosening. The articular surface has an elongated wear patch that is located on the medial side of the implant. The wear was predominately burnishing. Cement was well adhered to the entire distal side of the insert and had the impression of the host bone indicating good interdigitation. Damage was noticed on the posterior portion of the articular surface and the distal side of the anterior surface which likely occurred from contact with a saw blade during explantation. The cause of the all-poly inlay insert loosening could have been caused by numerous factors including loading patterns, cement fixation, and bone quality. The returned component appears to have been well cemented at one time, but may have experienced a significant load that caused the insert deformation and may have contributed to the reported loosening of the insert.

Event description:
It has been reported that a revision surgery was performed due to poly wear and tibial loosening. Also, surgery time was extended one hour for unknown reasons.